Manufacturer narrative:
Additional concomitant medical products: product ID 3889-28, lot# v779379, implanted: (B)(6) 2011, product type lead; product ID: 3889-28, (B)(4), ubd: (B)(6) 2015, (B)(4) apply to interstim ii (B)(4) and lead (lot#v779379). (B)(4) applies to lead (lot#v779379) only. (B)(4) applies to lead (lot#v779379) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient said the ins was removed five months post implant because it was not working; the ins was not helping them. By accident, a piece of wire was left in. The hcp inquired if the patient could have an MRI; information was reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received patient confirmed the therapy never helped since the implant on (B)(6) 2011. No further patient complications have been reported as a result of this event.